Manufacturer narrative:
On (B)(6) 2021 , upon visual evaluation of the image provided in the complaint on (B)(6) 2021 , no apparent damage or visual anomalies were observed. As the product involved in this complaint was not available, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, mold was incidental finding upon explant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient implanted in august of 2006 in the united states with two unspecified 475cc smooth saline mentor breast implants suffered left-sided breast pain and right-sided capsular contracture with loss of sensation/paresthesia postoperatively. As a result, the patient had both devices explanted on (B)(6) 2021. The patient alleges that, upon explant, the devices were found to have mold inside of them. The devices have not been returned to mentor for analysis, and we are unable to independently verify the presence of microbial contamination or particulate matter at this time. The patient indicates that she is unlikely to send the devices back for analysis. Should additional information be made available, a supplemental report will be sent. This medwatch is for the left side.